Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise, oversensing and a lead safety switch (lss)for pacing impedances of greater than 2000 ohms. The programming was changed to bipolar which seems to have alleviated the issue for now. The system remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that there was oversensing of noise on the right ventricular (rv) channel that was unable to be reproduced. A revision procedure was performed and under fluoroscope a lead fracture around the clavicle area was confirmed. During the procedure the pacemaker was explanted as the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.